Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. The biomed stated to baxter customer service that the failure occurred 22 minutes into an infusion at an infusion rate of 125ml/hr. Information was requested but details were not available regarding patient status, medical intervention, pt injury, medication involved, tubing product code, or set up of the infusion device.